Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 1 and 4 hours. The pod peeled off from the infusion site (leg) completely, causing the cannula to dislodge and significant bleeding around the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed with the exposed soft cannula that would contribute to a cannula dislodge. The cause of the reported cannula dislodge event could not be determined. The pod was received with the adhesive pad attached to the bottom housing of the pod and the adhesive welds were observed to be intact. The cause of the reported failure to adhere event could not be determined. No blood was observed on or within the pod. There were no damages or deficiencies observed with the device that would cause bleeding or bruising. No problem was found regarding the reported infusion site bleeding/bruising event.